Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cutting wire break malfunction was due to the wire coating being torn and electric conduction that caused the cutting wire to become hot instantly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic endoscopic sphincterotomy (est) procedure, the cutting wire of the subject device was broken when attempting to cut. The procedure was completed with a similar device. There were no reports of patient harm.